Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the vessel sealer curved instrument broke. The instrument was removed before any pieces fell into the patient. The user completed the procedure using an unknown backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: there was no instrument collision. There was no part of the instrument that was completely detached from the instrument. There was no fragment fall into the patient and no injury to the patient.